Event description:
It was reported that during a ptca procedure, the tip of the wire separated, and remains in the patient. It is unknown if attempts at retrieval were made. Patient status is listed as "unknown".